Event description:
Technical services received a call on 11/01/2012 from sales rep. Mdt device, fidelis lead fractured, new lead. Then more pain - so got extenders and put device in abdomen. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).